Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for missing high and low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ feature in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Nano amps were adjusted on the keithley till high and low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s23 ultra phone with android operating system version 16 and app version 2.13.0. The customer was unable to access their account and receive alarms. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "a hypoglycemic coma", requiring unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s23 phone with android operating system version 2.13.0. The customer was unable to access their account and receive alarms. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of "a hypoglycemic coma", requiring unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.